Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the doctor confirmed that there is air leakage. The customer also reported that after various checking, the leakage location was identified on the tube. It was indicated that after re-intubation the leakage disappeared. It was also stated this doctor checked the tube again, this time with water and it was confirmed that the leakage location was near the pilot balloon.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was noticed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe, 25cc of air was applied to the cuff and it was noticed the cuff held the air and the pilot balloon could be deflated and inflated without restrictions, the cuff was left inflated 2 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.